Event description:
It was reported that an occlusion alarm occurred. Customer reloaded the cartridge and successfully resumed insulin therapy. Reportedly the customer is wearing the pump supplies for 3-4 days, and not cleaning the pneumatic tap. Tandem clinical support informed customer that wearing the pump supplies for 3-4 days, and not cleaning the pneumatic tap is off label per the user guide. Customer¿s blood glucose (bg) level was 132 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. When cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.